Event description:
It was reported that a cdh25 was used during an esophagectomy. It was reported by the affiliate that the adjusting knob fell out when the dr rotated. A new device was used to completed the case. There was no consequence to the pt. 09/21/1998 additional info from affiliate. The knob did not fall into the pt.